Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309581 batch#: unknown it was reported that the bd luer-lok needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We have received a complaint about needles that are too fragile, bend, and seem soft when piercing the stopper of a vaccine vial and on the user¿s arm. The operator tried to push on the needle with his hand, and it detached from the plastic tip. No incident reported with the user. We have a sample of the syringe with needle.¿ additional information provided: 1. Event date: 03-07-2024. 2. Batch number: 3244921. 3. Number of times: twice at fleury hospital and a month ago at (B)(6), representative having already been contacted a month ago. 4. Address to collect sample: (B)(6). 5. No incident occurred to the patient.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR/correction - needle pulled out of hub correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: one sample was provided to our quality team for investigation. A visual inspection was performed with 30x magnification. The needle was broken off at the area where the epoxy that joins the needle to the needle assembly end. The top part of piece of needle left in the needle hub shows that was bent about 45 degrees. Based on the investigation and with the sample analysis the symptom reported is confirmed. It could be possible that needle got bent during the needle assembly process. Furthermore, a device history record review was completed for provided lot number 3244921. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.